Manufacturer narrative:
The device has not been returned to the manufacturer. A review of the manufacturing and sterilization records was not possible as no lot number was provided. All of the valve are 100 percent tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the surgeon implanted a shunt which snapped off four times. According to the report, the patient eventually got an infection and the shunt had to be removed.